Event description:
Transferred from local ed with dyspnea, hemoptysis. Developed diffuse pulmonary hemorrhage. Was plasmapheresed presumptively. Also had acute renal failure. An acute dialysis and repeat apheresis were to be done 3 days later when the family asked that no further treatment be done.